Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from post market clinical follow up sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, following a trauma procedure with the use of a modular rail system to address a primary diagnosis of polytrauma and multiple fractures associated to the tibia, the patient experienced non-union of the fracture and was reported to be awaiting an additional surgery. An specific onset for the non-union diagnosis is yet to be confirmed. Further information is not known.

Manufacturer narrative:
Corrected data: h6 (investigation findings, investigation conclusions). Updated results of investigation: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per case details, the patient¿s initial treatment for the ¿bilateral severe open 3b tibia fractures¿ was placement of the mono-lateral hoffman external fixator, (competitor¿s device) on (B)(6) 2018 due to the patient being ¿hit by a car.¿ the modular rail system was placed 12 days later on (B)(6) 2018. It was further communicated, the ¿other leg healed with illizarov frame.¿ approximately eight months after the modular rail system placement, the patient underwent a pin change due to loosening. However, it was communicated ¿the pin change due to loosening was reportedly prior to non-union diagnosis, not a direct cause¿. We cannot assume or rule out a direct correlation between the occurrence of the pin loosening and the non-union based on the limited information. However, the customer states that it is not related. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The patient impact beyond the reported cannot be determined and the patient¿s current health status is unknown. Information regarding the date of the planned intramedullary nail fixation has also not been provided. Therefore, no further clinical/medical assessment can be rendered. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, size selected, osteolysis, traumatic injury, excessive pressure on the joint, procedural/user error, surgical/post operative complications, healing issues and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: additional information has been received by the manufacturer. This complaint has been reopened to assess the new information. The results of the investigation will be eventually provided once it is concluded.

Event description:
It was reported that, following a trauma procedure with the use of a modular rail system to address a primary diagnosis of polytrauma and multiple fractures associated to the tibia (bilateral severe open 3b tibia fractures) after being hit by a vehicle on (B)(6) 2018, the patient had a pin changed due to loosening and experienced non-union of the fracture as diagnosed on (B)(6) 2019 and was reported to be awaiting an additional intramedullary fixation surgery with a nail. Any potential contribution of the pin loosening event to the non-union diagnosis could not be ruled out at this time. The patient can walk with crutches but the left leg is currently sore. Further information is not known.